Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. A rattling noise was heard inside the video connector. In addition, the device evaluation found a faulty charged coupled device (ccd), which had caused no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, rattling was heard inside the connector end of the hd autoclavable camerahead prior to an unknown procedure. During the inspection of the returned device, a faulty charged coupled device (ccd) was found, causing no image. There were no reports of patient harm associated with this event. The procedure was completed with a similar device with no procedural delay. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the charged couple device (ccd) unit malfunction resulted in image communication failure with processor. Malfunction of the ccd unit may have been caused by uv deterioration of the sensor materials. Otherwise the imaging elements were aging with long-term use. Olympus will continue to monitor field performance for this device.